Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right external iliac artery. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was used to dilate the lesion. The balloon ruptured at 8atms upon the 1st inflation. The procedure was completed with 7x60mm sterling mr balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).